Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an open whipple procedure, the stapler transected the tissue but did not deploy staples. To correct this issue, the surgeon hand-sewed the anastomosis. Surgical time was extended by 30 minutes or more. Patient status is alive.